Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device exhibited a remaining longevity of 1.5 years with a corresponding magnet rate of 100ppm. However, the gas gauge showed the device is at elective replacement indicator (eri). The patient will present for the next follow up in one month and a download of the data will be performed and evaluated. No adverse patient effects were reported.

Event description:
It was reported that this implantable device exhibited a remaining longevity of 1.5 years with a corresponding magnet rate of 100ppm. However, the gas gauge showed the device is at elective replacement indicator (eri). The patient will present for the next follow up in one month and a download of the data will be performed and evaluated. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.